Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 500cc gel breast prostheses developed baker grade ii capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information about the event. It was previously reported that the patient¿s capsular contracture is baker grade ii. New information received states that the capsular contracture is baker grade IV. Manufacturer¿s reference number: (B)(4).